Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp not working during a procedure. The information regarding the specific issue is still pending . An issue associated to clamp closure cannot be excluded at the moment. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the erc wire got stuck on something when the users were moving it from the equipment room which causes the wire to disconnected from the frame and the circuit board. A picture was provided as evidence. Reportability decision changes to not reportable due to reported issue being caused solely by user rough handling of device which resulted in cable disconnection which would have been detected anyway prior device use on a patient.